Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, when they opened device, the jaws were defective/bent. Device never touched patient. New device was used. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25155417 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/20/2021. An investigation was conducted on 04/26/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the metal tip of the cold jaw. The clear silicone insulation on the hot jaw was observed to be intact. No visual defects were observed. No electrical testing was done due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed as well as for the analyzed failure "peeled jaw."

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, when they opened device right out of the box, the jaws were defective/bent. Device never touched patient. New device was used. No patient involvement.